Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: electrical short in console. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire. Isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. Serial number us unknown, there manufacture date cannot be confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event and sparking.